Manufacturer narrative:
The test strips were received for investigation. Sections d9 and h3 were updated. The returned test strips were measured on reference meters with a high-level control sample: testing results (qc range: 2.7 - 3.3 inr): qc 1: 3.0 inr qc 2: 3.0 inr qc 3: 3.0 inr all inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned customer material and retention material comply with the specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of discrepant inr results with coaguchek xs meter serial number (B)(6) compared to an unknown laboratory method. The result from the meter was 7.7 inr. The result from the laboratory was 4.9 inr. The patient re-tested on the meter and the result was 6.6 inr. All three tests were performed within 1 hour. The patient¿s therapeutic range is 2.5 ¿ 3.5 inr.

Manufacturer narrative:
Section e3: occupation is patient/consumer the test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." H3 other text : na